Event description:
Asr litigation complaint received ad 29 apr 2022. Patient alleges pain with elevated cobalt and chromium levels. Doi: (B)(6) 2009; dor: unknown; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Follow-up is being conducted to obtain lawyer contact information. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: previous investigations that have included manufacturing record evaluations (mre) since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.